Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed no motor movement or negligible movement. Customer stated they were able to clear the alarm. Customer stated they are not able to rewind the pump. The blood glucose of the customer was 236 mg/dl. Customer was advised to discontinue use of pump and refer to back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm. The information provided in section with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6) .